Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "under infusion". According to the customer: "methylene blue was been administrated in an emergency situation. Volume 100mls set and rate set at 300ml/he, with a view to administrating dose over 20mins. I checked the pump close to 20minuite mark and it said there was 12mls left on infuse, however there was approx. 75mls left in the bag. Very little of the lifesaving drug had been administrated".

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: n030004. 2.5 hours of operation: 9024 hours. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The history files of 2023-03-05 were investigated (specified date of the incident given from the costumer). At 2023-03-05 10:23 am a space line neutrapur was inserted, and the line was purged. During the purging an upstream alarm was displayed (reason for that alarm could not be clarified). At 10:24 am the vtbi was set to 100 ml and the rate to 300 ml/h. The infusion was started at 10:24 am. At 10:41 am another upstream alarm was displayed (reason for that alarm could not be clarified). Up to that time the device has delivered 83,09 ml (actual volume infused). After the alarm the infusion was started for some seconds and then the infusion was stopped again. Then the line was taken out. In the history files no anomalies could be detected. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact. The upper housing shows a broken edge. That damage identifies an external force damage. Furthermore, the device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -2,56%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: to investigate the inside, the device was disassembled completely. The pump frame shows a broken part. The damaged part is due to an external force damage. Furthermore, no anomalies could be found. 4. Assessment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. The complained malfunction could neither be reproduced nor detected in the history files. A damage at the pump frame could be detected during disassembly. The damage at the pump frame has no effect of the flowrate. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.